Manufacturer narrative:
The reported complaint of the autopulse platform sn (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message was confirmed during the functional testing and the archive data review. The root cause of the customer-reported complaint was due to failed load cell module 2, likely attributed to failed components or mishandling such as a drop. Upon visual inspection, no physical damage was observed. The autopulse platform failed the initial functional testing due to the (ua) 07 error message displayed upon powering on, thus confirming the customer complaint. During power-on-self-test, the load sensing system detected a weight or load imbalance between the two load cells. The load cell characterization test results confirmed that load cell module 2 exceeds normal parameters and needs to be replaced to remedy the (ua) 07 error. A review of the archive data was performed and showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error messages on the customer's reported event date, thus confirming the reported complaint. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. A load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for the autopulse platform with serial number (B)(4).

Event description:
As reported, the autopulse platform sn (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). The customer was unable to clear the error. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.